Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider, via the manufacturer¿s representative (rep), who reported on (B)(6) 2021 the patient had a routine battery replacement due to normal depletion. During the replacement, intraoperative impedances were ran after connecting to the new implantable neurostimulator (ins) (percept) showing normal values. The surgeon took the ins out of the pocket and washed it out and placed it back in the pocket and proceeded to close the skin. After the case, but before leaving the or, a brainsense survey was run. The impedances on the right side were all out of range showing >10,000 ohms. The left side remained normal. I called the surgeon back to the operating room and advised him that the right connection was loose. The surgeon had to reopen the incision, take out the right extension from the ins, clean the lead off and reinsert into the ins, and tighten it in place. At that time the right impedances normalized. The left side remained normal. The cause of the issue was a failure to connect the leads to the ins properly. The surgeon then proceeded to close the skin again. I tested the impedances several times during and after the second closure to ensure the impedance values remained normal to which they did.